Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. On an unreported date the patient began treatment with unspecified intraperitoneal antibiotics (doses and frequencies were not reported). On an unreported date, the antibiotic treatment was discontinued. No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. At the time of this report, the patient was not recovered from the event. No additional information is available.